Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a broken pole clamp, outdated pcb/power switch, and cracked tank cover. The customer reported product problem (broken handle/faulty mother board) was confirmed during testing. The power switch became disconnected from the pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The verified product problem was attributed to a design issue. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported the handle was broken on the back of the level 1 hotline low flow system (hl-390). The mother board was also faulty. The product problem was observed during preventative maintenance. There was no patient involvement.